Event description:
Received info regarding a cartridge alarm 19 during basal delivery. Customer declined to provide blood glucose level. Customer reverted to manual injections.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A f/u supplemental report will be submitted if the device has been received.